Event description:
Patient reported when pump is at last rate, it states "air in line" which is not resolved by changing and priming tubing. Nurse has had to switch to manual infusion for remaining volume at last rate. Nurse has requested new pump multiple times. Error happened with last 4 infusions. Patient was able to complete infusions via gravity each time. Last infusion was (B)(6) 2026. No further information, details or dates provided. Patient did not miss a dose or have an interruption in therapy as infusions were completed via gravity. No adverse events reported due to product issue. Unknown if pump is being returned. No further information, details or dates provided. Indications: chronic inflammatory demyelinating polyneuritis, common variable immunodeficiency, unspecified.